Event description:
Caller reported an alarm 2 followed by alarm 26, which indicated an issue with the infusion system. There was no adverse impact to the customer¿s blood glucose level, as their bg did not exceed 500 mg/dl, and the cgm did not read "high". Customer resolved the issue by changing the infusion set and cartridge and resumed insulin. Technical support was tasked to complete a pump system check for further resolution.